Manufacturer narrative:
Company rep evaluated the unit and replaced the interface cable and bottom housing. Unit was calibrated to factory specs.

Event description:
Customer reported a communication loss from the panorama central station, which may have affected spo2 monitoring. No pt injury was reported.